Event description:
The user observed an "arterial srs failure". No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.